Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets cannula kinked events within 3 or more hours after insertion.the infusion sets has been used for upto 4 hours. The insertion site was thigh, arm and abdomen . The blood glucose level was 560 mg/dl at the time of events, therefore the patient was treated with correction bolus via multiple daily injections.patient replaced infusion sets and resumed insulin deliveries successfully company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 2011520 - MDR 3003442380-2024-28245 - device 1 of 2.